Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Customer's sensor glucose level was 40 mg/dl but her blood glucose level was 241 mg/dl. The sensor and blood glucose level difference was not acceptable. The customer was advised that the device would be replaced and agreed to return the product for analysis.